Event description:
It was reported that the patient's device was shutting off by itself. Troubleshooting revealed that the device's columns were leaking. It was noted that the patient was recently hospitalized for a couple of days possibly due to pneumonia. It is unconfirmed if the device malfunction. The inogen team attempted to contact the patient for further information three times with no response.

Manufacturer narrative:
B3: date of event is estimated. The inogen team attempted to contact the patient for further information three times with no response. The unit came in for service needed. The complaint was confirmed with the data log shows sieve warning that caused by zeolite contaminating too much absorbed moisture and blocked feed port assembly. Muffler filled with dust & block the feed port. Blocked feed port caused high column pressure, low internal and low external. Lower housing mount damage due to compressor vibration and uip, top housing scratch due to rough cleaning.